Event description:
It was later clarified that it is common practice to replace the catheter,"especially the proximal portion, if they feel for any reason that the catheter may not work as well as in the past in the future". It was reported that it was replaced prophylactically and not event related.

Event description:
It was reported that the patient's pump had flipped in the pocket. The patient presented with increased pain in the "targeted areas" and a seroma was found at the pump site. As a result, surgical intervention was required where the pump was surgically repositioned and the catheter was spliced. It was reported that the event was resolved without sequela. The drug used in this system was dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).